Event description:
The patient received his scs system on (B)(6) 2011 which included a percutaneous lead implanted supraorbital (off-label). It was reported that on (B)(6) 2011, the lead was surgically repositioned to be more superficial because it was originally implanted too deep. The patient reported good stimulation after the procedure. No further patient issues were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.